Event description:
It was reported that during preparation for an electrophysiological study using an intellamap orion high resolution mapping catheter (orion) irrigation was not possible. They first exchanged the tubing, however, the issue remained. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.